Event description:
The iab was inserted into the pt's left groin. The iab did not malfunction. The pt lost pulses and the iab was removed. A second iab was inserted into the pt. Event complications: the pt lost pulses - reported 2/24/98. Pt's current status: unk - rpt'd 2/24/98.